Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. Patient described reaction as a moderate rash located under the sensor adhesive. On (B)(6) 2016, the patient saw their physician for help with the rash. Patient was prescribed a 0.1% steroid cream to be applied twice, daily. Affected area was treated with prescription steroid cream as well as an over-the-counter cream. No additional event or patient information was provided.